Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what was the volume of blood loss? Unknown, patient was initially infused with 4 units of prbcs was the tvt implanted? No. Were there any deficiencies or anomalies noted with the device prior to, during or after the procedure? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The device reported. What is the patient's current status? Unknown. We don¿t have access to the medical records. The following information was requested, but no further information was provided: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Other relevant patient history/concomitant medications? What was the source and triggering event of bleeding? How was the bleeding treated? Please describe any medical/surgical intervention required including results. (B)(4).

Event description:
It was reported that a patient underwent a planned vaginal hysterectomy with bilateral salpingectomy and cystoscopy on (B)(6) 2023 and mesh was used. The vaginal hysterectomy and bilateral salpingectomy were completed, however, upon insertion of the mesh, increased bleeding was noted. The procedure was converted to laparotomy to identify and control the source of bleeding. The patient was hemodynamically unstable and symptomatic. Four units of uncrossmatched blood was ordered and given. Gyne-oncology surgeons requested to assist who then requested a vascular surgeon and a trauma surgeon to attend. Urology was also called to assess. Additional blood products were given. The trauma surgeon completed an exploratory laparotomy for trauma and control of the iliac artery hemorrhage due to mesh insertion injury. The procedure was concluded and laparotomy was closed. When the vascular surgeon arrived and completed the assessment, there was no palpable femoral pulse noted on right leg with mottled appearance and cool to touch. Operative intervention was required. The patient was re-prepped for a second procedure with the right leg exposed for potential intervention. The patient was re-opened for exploratory laparotomy resulting in right iliac artery thrombolectomy and right external iliac artery repair via end-to-end anastomosis. The procedure was completed. Vascular post-op assessment was completed and satisfactory. Right leg pulses were weak and the leg still cool to touch - patient was sent to recovery. The patient was sent to another hospital, vascular unit for further care. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Other relevant patient history/concomitant medications? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Please describe any medical/surgical intervention required including results. Was the tvt implanted? Were there any deficiencies or anomalies noted with the device prior to, during or after the procedure? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: tvt injury - resulting in hemorrhage?, multiple same day procedures (closing and having to re-open) and receipt of 4 units un-crossmatched blood products.